Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). Evaluation, conclusion: (based on the information available no root cause can be determined). (B)(4).

Event description:
Patient had 2 complete se and 3 assurant cobalt stents implanted in the subclavian artery during same procedure; however, it was reported that immediately post implant stents became occluded. It was reported that the patient was rushed to surgery for bypass. No other clinical sequelae were reported.